Event description:
The two leads were returned to the manufacturer, analyzed, tested out of specification and are being reported based on analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. It was noted that visual summary analysis of the lead indicated stretching. A distal portion was received measuring 29 cm. Concomitant medical products: 4504m53 lead implanted: (B)(6) 1991.(B)(4).